Event description:
Tka anatomic loosening was reported associated with abnormal wear of anatomic insert after 7 years of implantation. Involved devices : anatomic posterior stabilized femoral component cemented size 3 left (reference: (B)(4), lot number: 279526). Anatomic tibial base plate for fixed bearing insert cemented size 2 (reference: (B)(4), lot number: 279789). Anatomic fixed bearing insert size 2 thickness 12 mm (reference: (B)(4), lot number: 212737).

Manufacturer narrative:
The review of the manufacturing data show that: - the raw material of the anatomic insert complies with the iso 5834-1-2 standard. - the review of the manufacturing history records shows that the devices were manufactured according to our specifications and drawings. - 100% of the parts were inspected during manufacturing process and no anomaly was detected. The review of the internal vigilance database reveals that no other incident was reported related to the same batch number of anatomic tka component. The review of the internal vigilance database since 2014 reveals that the incident occurence rate related to loosening of anatomic cemented tibial baseplate is rare. The review of the internal vigilance database since 2014 reveals that the incident occurence rate related to loosening of anatomic cemented posterior stabilized femoral component is rare. The review of the internal vigilance database since 2014 reveals that the incident occurence rate related to wear of anatomic fixed bearing insert is rare. The declarant has not provided any information that would enable further investigations to be carried out (the anatomic tka explant was not returned by the healthcare facility. No x-rays. No operative report. No information related to patient (bmi, activity). In conclusion, origine of insert anormal wear and loosening reported cannot be established after 7 years of implantation.